Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 25 mcg/ml of morphine at 3.707 mcg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2018 that patient had seen a new doctor the day before ((B)(6) 2018) for a pump refill. The patient¿s alarm date was (B)(6) 2018. The patient reported their new doctor seemed like a beginner because they brought out an old pump to place over the patient¿s pump. It took over an hour, and the patient indicated their stomach was very sore. The doctor was unable to refill their pump. The patient reported their previous doctor would use a special x-ray to locate the port of the pump. Sometimes their doctor would get it on the first try, and sometimes they would have to use "the other thing." The patient expressed that they were ¿freaking out¿ because their pump was not filled, and the patient was concerned that the pump would alarm, and he would experience symptoms. The patient indicated they would not be going back to that doctor because the doctor gave up. The patient also reported they were overweight, and stated they had always been overweight, prior to pump implant. However, the patient had lost a lot of weight five years earlier, stating he was more active than he had ever been. Patient services (pss) recommended following up with their healthcare provider to contact a representative, and also sent the patient physician listings. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient found a new healthcare professional (hcp) and filled the pump. The patient was told by the healthcare professional, his pump was on an angle. That was why the previous hcp could not fill his pump. The new hcp used ultrasound to fill his pump. No further complications were reported.